Manufacturer narrative:
The initial MDR 2432235-2020-00343 was filed on 14-jul-2020. Additional information (10-aug-2020): the customer contacted siemens to report they were no longer experiencing the connectivity issue and requested to close the call. The cause of the atellica sample handler prime (shp) rebooting unexpectedly is unknown. The instrument is performing within specifications. No further evaluation of this device is needed. Section h6 conclusion code was updated.

Manufacturer narrative:
The customer contacted siemens to report that the atellica sample handler prime (shp) rebooted unexpectedly creating a delay in the processing of patient samples. The customer reported that the shp displayed a blue screen with a white hourglass and a message stating the system shut itself down. After auto-recovery, the shp displayed a tube characterization station (tcs) error and the shp was not communicating with the automation system. A manually initiated reboot of the process control computer (pcc) resolved the tcs issue and the communication with the automation system issue. The reported delay in testing is the period during which the atellica sample handler prime (shp) was unable to receive samples from the automation system. Siemens is investigating this event.

Event description:
The customer contacted siemens and stated an atellica sample handler prime (shp) rebooted unexpectedly creating a delay in the processing of patient samples from the automation system. The customer did not provide test and patient data. There were no discordant results. An alternate atellica system was unavailable for testing due to maintenance activity. There are no known reports of adverse health consequences due to the delay in processing samples and patient care. Statements and actions attributed to the customer are derived from information submitted to the siemens complaint handling system and haven't been verified by siemens.